Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pre-use inspection, it was noted that the oburatator was much longer than the tracheostomy tube and that the tip of the tracheostomy tube was bent out more than the customer thought that it should be. The customer did not use this tracheostomy tube as there was another one available for use. There is no report of patient harm or injury associated with this event.

Manufacturer narrative:
(B)(4). The returned samples were evaluated and all were found to be within specification. The reported defect could not be confirmed. The device history review was conducted, and there were no defects during the manufacturing of the associate lot. All manufacturing controls were reviewed and found to be acceptable. The reported complaint could not be confirmed.